Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the device was used in the cephalic vein. During use, the tip of the device broke off. The doctor pinned the tip with a stent against the venous wall. No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 5f ptd catheter assembly and driver for evaluation. Both items showed evidence of use. It was visually confirmed from the returned sample that the tip of the catheter assembly was broken off. The assembly appears typical except that the tip is broken off at the base of distal basket cap and only a portion is present on end of the basket. The broken off portion was not returned for evaluation. Microscopic examination revealed that the tip end is uneven and jagged at the separation point indicating a tear. The tip material folded over itself covering the tip of the basket cap. Signs of use are observed in the basket assembly and catheter sheath. The sheath appears typical with no twists or kinks present. No other defects or damage were observed. The remaining tip material attached to the connector measured 2.0 mm and the total tip length was measured to be 7.0 mm. Approximately 6.7 mm of tip broke off of the catheter assembly. The ptd basket could not be retracted/deployed in and out of the sheath tip using the catheter hub assembly. The sheath was removed from the catheter and it was determined that dried blood within the sheath was restricting the movement of the basket. The customer did not report any functional issues while the device was in use. (Con't). A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The customer reported complaint of the distal basket tip separating from the basket was confirmed through visual inspection of the returned sample. A portion of the tip remained attached to the distal connector and appeared uneven and jagged indicating a tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the device was used in the cephalic vein. During use, the tip of the device broke off. The doctor pinned the tip with a stent against the venous wall. No patient injury or consequence reported. The patient's condition is reported as fine.